Event description:
It was reported to Siemens that an issue was observed while operating a SOMATOM Edge Plus CT system with a Sliding Gantry configuration. During a test scan, performed by a radiologic technologist, the tabletop of the Patient Handling System (PHS) came loose and fell. No patient was involved in the event, as the issue occurred during a test scan shortly after system installation and prior to the first clinical use of the system. No injuries or adverse health consequences to either patients or operating personnel were reported.

Manufacturer narrative:
Siemens Healthineers is currently conducting a comprehensive investigation into the reported event. As the investigation is ongoing, the root cause has not yet been identified. A supplemental report will be provided as soon as additional information becomes available. A final report will be submitted upon completion of the investigation.